Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a shaft fracture occurred. Access was obtained via an ipsilateral approach. The target lesions being treated were an instent restenosis of a non-bsc stent in the superficial femoral artery (sfa) and a lesion located in the anterior tibial artery(ata). After angioplasty of the instent restenosis in the sfa, they proceeded to treat the lesion in the ata. An unspecified guide wire was advanced to the lesion and the coyote balloon catheter was advanced. As the guide wire did not advance smoothly, severe resistance was encountered in the sheath while advancing the coyote catheter. It was suspected that the guide wire got entangled, the guide wire was exchanged to another guide wire and advanced to the lesion. The catheter was advanced and inflation was performed. The number of inflations and to what atms is unknown. During withdrawal of the catheter, the shaft fractured at the stent implanted in sfa. Ipsilateral and contralateral approach was obtained, and the detached part of the catheter was removed with a snare. The procedure was completed with a different device. No further patient complications were reported.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a shaft fracture occurred. Access was obtained via an ipsilateral approach. The target lesions being treated were an instent restenosis of a non-bsc stent in the superficial femoral artery (sfa) and a lesion located in the anterior tibial artery(ata). After angioplasty of the instent restenosis in the sfa, they proceeded to treat the lesion in the ata. An unspecified guide wire was advanced to the lesion and the coyote balloon catheter was advanced. As the guide wire did not advance smoothly, severe resistance was encountered in the sheath while advancing the coyote catheter. It was suspected that the guide wire got entangled, the guide wire was exchanged to another guide wire and advanced to the lesion. The catheter was advanced and inflation was performed. The number of inflations and to what atms is unknown. During withdrawal of the catheter, the shaft fractured at the stent implanted in sfa. Ipsilateral and contralateral approach was obtained, and the detached part of the catheter was removed with a snare. The procedure was completed with a different device. No further patient complications were reported. .

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found the tip was damaged. There was numerous shaft kinks on the proximal portion of the midshaft. There was a complete separation of the midshaft 1 cm proximally from the guidewire exit notch. The appearance of the fractured end of the midshaft may be consistent with separation due to tensile overload. The confirmed midshaft separation is consistent with a tensile fracture due to forces applied during manipulation of the device. Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).